Event description:
Caller reported a malfunction on the pump, and prior events were noted as absent. There was no adverse impact to the customer's blood glucose level as it was not determined to exceed critical levels. The malfunction code was identified as malf 12, with a reset possible, although the customer was unable to address it at the time due to being at the supermarket. Customer planned to call back for a reset.